Event description:
Patient reported "having difficulties with them and suspect a rupture". Affected side is left. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.